Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided g4: PMA/510(k) number unknown customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the healing abutment has a broken screw that couldn't be backed out of the implant at tooth site #5, so we removed the implant and prepped for another implant at a later date.